Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and a possible allergic reaction after implantation.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Reported information states that the patient has a nickel allergy; however, the product information was not received so the composition of the implants used cannot be determined. A definitive root cause cannot be determined with the information provided.